Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Retention samples were evaluated and it was not possible to confirm the incident the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that prior to use liquid foreign matter was discovered in syringe with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the luer-slip disposable syringe from the package, a substance (liquid) inside the syringe.